Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed by technical support that the reset is a safety feature where the microprocessor resets to ensure performance, and they were advised on steps to take after such an event, including restarting cgm sessions and reloading the cartridge. The customer understood these instructions and successfully resumed insulin use.